Event description:
It was reported that the allura xper fd20 or table was hanging at zero seconds and would not boot. The complaint device was not in use at the time of the event. No patient injury or harm was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) connected with the customer and confirmed that the system was not booting up. And to resolve the reported issue the customer was reloaded the software. After reloading of the software, the flexvision pc was booting up and which temporarily solved the issue. Two months later, however, the system was reported to be stuck at bootup and after replacement the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.